Event description:
Allegedly patient got up from the desk chair and made a rotary motion (B)(6). Revised due to broken modular neck.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).